Manufacturer narrative:
Additional information: annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc euphora rx coronary balloon, a balloon burst, leak or catheter leak occurred during the first balloon inflation at 12-18atm. The balloon was being used to post-dilate a stent. The deployed stent was a medtronic device and there was no issues noted with the stent due to the balloon burst. The stent was not yet fully expanded. There was no calcification present in the target lesion. The device was not inspected prior to use. Minimum resistance was noted while advancing the device to the lesion. No excessive force was used. The device was not moved or repositioned while inflated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: post balloon burst the stent was not yet fully expanded. Subsequently, the medtronic stent was successfully implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.